Manufacturer narrative:
Based on the information provided, it cannot be determined that either the alleged wound deterioration or amputation are related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.

Event description:
On (B)(4) 2013, the following information was reported to kci by the physician: at (B)(6), the physician reported that a patient with diabetic gangrene was allegedly exacerbated, requiring below the knee amputation. Dates not provided. Since the unit's type or serial number were not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.